Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for a patient. The following data was provided. 1st blood collection: 180.8 pg/ml (positive). 2nd blood collection: <1.9 pg/ml (negative). 3rd blood collection : <1.9 pg/ml (negative). The customer retested the sample from the 1st blood collection and the result was <1.9 pg/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through abbottlink. Review shows that the median patient result for lot 34262ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 34262ud00 was identified.